Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had shut down while on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit had shut down while on a patient. A field service engineer (fse) went onsite and replaced the power supply as well as the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The fse replaced the power supply and pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.